Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust diet or medication or allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.